Event description:
On may 01, 2008, it was reported to boston scientific corporation that an endovive standard peg kit was used during a feeding tube placement procedure (elderly patient). According to the complainant, "during preparation they found the scalpel would not come unsheathed." The physician reportedly completed the procedure with another scalpel. At the conclusion of the procedure, the patient's condition is reported as "fine".

Manufacturer narrative:
The device has not been received for evaluation; therefore, a device analysis is not available. The cause of the reported malfunction is undetermined. A review of the complaint database did not reveal any additional complaints reported for the same lot. The 2008 15-month initial g-tube enteral feeding product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.